Event description:
It was reported that the patient had to charge their device more often than expected (almost daily). The longevity calculator was used to estimate recharge interval given the following parameters: group a - program 1)4.1v, 240us, 20hz; program 2)5.1v, 240us with impedance values of 223 and xxx. The calculated recharge interval was 11 days. Since the patient sometimes used higher voltages the charging interval was also calculated for 7.0v and 10v with a result of 2.8 days. Impedances were tested and a short circuit was found between electrode pairs 12 and 14 (program 2). The neurostimulator was reprogrammed to use a different electrode combination. Impedances were retested and found to be 201 ohms. It was noted that the physician had not heard from the patient and therefore the patient was expected to be okay. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead: model neu_unknown_lead, lot# unk, implanted: unk, explanted: unk.